Event description:
The complaint is reported as: patient presented with left radial thrombosis extending to the humeral artery. On an acute limb ischemia, surgical management is in progress.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Additional information received from the physician involved in the event. He reported that the underlying condition of the patient was coronary artery disease. He also reported that "thrombosis treated with success", and that the "patient underwent an acute thrombectomy/ischemia of the lower limb but positive evolution." Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data:

Event description:
The complaint is reported as: patient presented with left radial thrombosis extending to the humeral artery. On an acute limb ischemia, surgical management is in progress.